Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was repositioned on (B) (6) 2009.

Event description:
It was reported that, "while testing whether the drill would pass thru the bushing the drill bit became stuck in the guide. Another tray was available and opened that bushing was used without problem. After cleaning other attempts to pass a drill bit failed as well."

Event description:
It was reported that post implant thresholds were high and oversensing was observed. No capture was observed. The patient will be assessed for a epicardial patch. Therapies were programmed off.

Event description:
New information received notes that during the explant procedure, a new lead was unable to be implanted. The lead was reconnected to the device and functionally deactivated.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that loss of sensing and high, out of range high voltage lead impedance was observed. The loss of lead function was due to extreme hypertrophy to the point that no viable tissue was left. The pace/sense portion of the lead was capped. Defib portion of the lead remains deactivated. The patient was fine.